Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The monofilament suture, needle plunger, cuffs, link and needle tip, key components of the device, were not returned; therefore, the reported suture not being able to be pulled taut while trying to remove suture slack from the tissue tract could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the left common femoral artery using perclose proglide devices. Reportedly, after suture deployment in a 6-french sized access site, the suture would not pull taut while trying to remove any suture slack from the tissue tract. The suture was removed and the sutures from two additional proglide devices were successfully deployed and set to the side. The access site was upsized to 9-french. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly in-training in the use of the perclose proglide device. No additional information was provided.